Event description:
A malfunction was reported on the customer's pump during an update, with the same malfunction code recurring after an attempted reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.